Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered by the right ventricular (rv) lead for impedance variation which was isolated to the bipolar vector, and high rate non-sustained episodes which showed intermittent oversensing. The device remains in use. No patient complications have been reported as a result of this event.